Event description:
It was reported via repair work order that the nurse call was functioning intermittently due to damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the nurse call was functioning intermittently due to damaged docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the nurse call was functioning intermittently due to a damaged nurse call cable. Follow-up submitted as further investigation determined the intermittent function was due to a damaged docker cable that only affected control of the room lights. This would result in inconvenience; however, it is not likely to harm the patient as it does not affect bed functionality. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.